Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the delivery catheter became stuck in the proximal loop of the stent after deployment. The physician removed the stent, and the procedure was completed with another wallflex biliary stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B) (6). (B) (4) medical intervention required. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010.according to the complainant, during the procedure, the delivery catheter became stuck in the proximal loop of the stent after deployment. The physician removed the stent, and the procedure was completed with another wallflex biliary stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed. No issues were noted with the profile of the stent. The outer sheath was retracted from the tip. The shaft was kinked proximal to the end of the outer sheath and the outer sheath was accordioned at that location. During analysis, when an attempt was made to retract the distal handle, a restriction was met. No issues were noted with the reconconstrainment band that would have contributed to the complaint reported.a review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed. From the information available this device was used per the directions for use (dfu). The dfu states in the post deployment section: after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guidewire through the endoscope." It was noted that in this returned device, the outer sheath was not flush with the tip.the most probable root cause is operational context.